Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components, including a guide wire, arrow raulerson syringe (ars), and introducer needle for evaluation. The guide wire was returned within the advancer tube. The straightener tube and guide wire cap were not returned. The guide wire was observed to have one kink towards the distal end. The location of this kink would have been within the straightener tube, protecting it from damage. No damage was observed on the returned tray or advancer tube. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Visual inspection could not be performed on the guide wire cap as it was not returned for analysis. The kink in the guide wire was located 40 mm from the distal tip. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.792 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the wire passed through the returned ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kink would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement with the device was reported.